Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported by patient that the mobile power unit (mpu) is broken and needs a replacement. No further information was provided

Manufacturer narrative:
Section d10, h3, h4: additional information. Section h5, h8: correction. Manufacturer's investigation conclusion: the reported event, of a damaged mpu, was confirmed when the unit was evaluated by technical service. The black power lead connector threads were damaged ¿ with a portion of the first few threads missing. However, the damaged threads did not prevent the black power lead connector from inserting and locking the mating controller connector. The white power lead connector on the mpu was not damaged. The mpu was repaired by replacing the patient cable assembly. The unit was functionally tested and returned to the customer. The mpu assembly was made in (B)(6) 2019. The unit was packaged and placed into stock on (B)(6) 2019. The unit was last sent to the customer on (B)(6) 2019. The unit had no previous services. Set up and use of the mobile power unit (mpu) are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Connecting the system controller to the mpu is documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook (p.80) and the heartmate 3 lvas IFU (p.3-37). The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." No further information was provided. The manufacturer is closing the file on this event.